Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received..

Event description:
It was reported that during a da vinci-assisted surgical procedure using an sp system, the customer observed that a fenestrated bipolar forceps instrument did not function while grasping tissue. The user attempted troubleshooting by pressing the emergency button and attempting to open the instrument tips, but the tips did not open. The user then removed the tissue from the jaws and removed the instrument from use. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that on (B)(6) 2026 during a rahi procedure, the fenestrated bipolar forceps stopped functioning while grasping tissue and the jaws could not be opened when commanded, including after the user attempted to press the emergency button; the instrument was subsequently removed after the grasped tissue was removed. The reporter confirmed the affected tissue was removed as planned per the surgical procedure, no adverse effect occurred to the tissue (no repair or medical intervention was required), no backup instrument was needed to complete the case, and the patient had no reported injuries or complications. The reporter also stated that no photos or procedure video are available for intuitive review.